Manufacturer narrative:
Concomitant medical devices: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(6). (B)(4).

Event description:
The patient reported his leads broke when he slipped down the stairs in (B)(6) of 2015. When he fell, the battery moved. He was scheduled for surgery but then he moved. He does not have a physician. If additional information becomes available, a follow-up report will be sent.